Manufacturer narrative:
Root cause: 2082-00 pull pins were manufactured .003" smaller than the dimensional requirements, causing them to thread into 2080-01 screws with only minimal locking force. The supplier produced the 2082-00 pull pins using his own nominal targets without regard for tolerances based on the specified thread standard. As a corrective action, drawings were revised to explicitly translate the thread standard into upper and lower diameter limits for the major and minor diameters of the thread feature. In addition, the pull pin supply was removed from the original manufacturer and moved to the same vendor who made the screws. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined that this event should have been reported.

Event description:
The implant was compressed and the pull pin popped off. The compression was fine. The implant compressed all the way down. Surgeon used the driver to confirm the seating. The implant was fully seated at completion.